Event description:
It was reported that during an implantable cardiac defibrillator (ICD) change due to elective replacement indicator (eri), the physician noted that the right ventricular (rv) lead had insulation abrasion near the ICD. The physician repaired the rv lead with medical adhesive and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor implantable pacing lead (B)(6) 2006. (B)(4).